Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the device revealed the main pusher rod (gray trigger) revealed that it was slightly bent upwards which is typical of aggressively loading/unloading the needle before/after use. Moreover, there is a lot of tissue debris and stains on the main rod (gray trigger). When tested for its functionality, there was slight resistance noted but fully functional. It cannot be determined at what point the pusher rod was bent. It was observed that because of the upwardly bent main pusher rod, it was preventing the loading rod (red trigger) from moving freely. The loading rod kept getting caught in the main pusher rod, which caused the resistance and potentially preventing the second implant to be deployed as reported. Therefore, the root cause most likely resulted from a use error condition that led to the bending of the main rod and shaft. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported that during an acl/meniscal repair procedure their meniscal deployment gun would not deploy the second implant. The sales rep stated that the red trigger would not advance the second implant and the gray trigger would not activate. The sales rep stated that the first implant implanted with no issue, it is when they went to implant the second implant that the device failure occurred. The sales rep stated that the surgeon was unable to repair the meniscus due to not having another gun to complete the repair. The sales rep reported that the surgeon completed the procedure by leaving the first implant in and removing a small part of the meniscus. The sales rep reported that there were no patient consequences or delays in the procedure. The sales rep stated that the doctor was fine with the end results. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.